Event description:
A customer reported obtaining unexpected negative results with capture-r ready-ID, lot id194, on the galileo.

Manufacturer narrative:
In-house testing confirmed the presence of the e antigen on retention product. No sample or product was submitted for investigation. A product deficiency was not identified.